Manufacturer narrative:
Customer indicated that there is no product/device to be returned for investigation analysis.

Event description:
It was reported a revision surgery was performed due to laboratory findings of increased chrome values and fretting of right hip.

Manufacturer narrative:
(B)(4). The associated complaint devices were returned and evaluated. A visual inspection revealed the shell has severe damage to one side on the outer diameter edge and 2 holes drilled through the device, the ceramic head is intact and has scratches on the inside and outside diameters and the neck has scratches on the trunnion. A review of the manufacturing records did not reveal any manufacturing or material abnormalities that could have caused or contributed to the reported incident. An evaluation performed by our research lab noted damage to the polyethylene liner, holes in the articulating surface, and partial fracture near the rim. Metal transfer on the articulating surface and near the taper region of the ceramic femoral head was observed. There is damage and signs of corrosion on the modular neck. It is possible that the holes in the liner were drilled at the time of revision to aid in removal of the liner. The damage observed on the liner and metal transfer on the femoral head could have been caused during dislocation or removal of the components. The stem/neck taper junction exhibited signs of corrosion in the form of discoloration over the majority of the surface. Fretting was also observed, indicated by worn regions and flattening of the machine lines. Fretting was also observed on the neck/head taper. Motion between the taper surfaces can lead to fretting and corrosion of the components. Based on the analysis conducted, the exact cause of failure was not able to be determined. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. We will continue to monitor for future complaints and investigate further as necessary. Should additional information be received, the complaint will be reopened.

Manufacturer narrative:
Further information received indicated the stem to be the primary complaint device. The stem was not returned for evaluation.